Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to a broken orange (+5v) wire at the trunk cable connector. The belt was unable to pass falloff testing. The root cause for the broken +5v wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.